Manufacturer narrative:
No malfunction suspected. End user was not exercising caution while operating the motorized wheelchair in the roadway as warned in the owner's manual.

Event description:
End user reports while operating the motorized wheelchair in the roadway, he was struck by a motor vehicle. End user reports as a result of the incident, he sustained a fractured ankle, requiring surgery.